Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2020 for a scheduled pacemaker change procedure. Prior to the procedure, the physician stated that she had observed a significant volume of non-physiological lead noise from the atrial lead. The physician elected to also replace the lead during this procedure. A device interrogation was then performed which confirmed the presence of the anomaly. A significant number of inappropriate pacing mode switch had been recorded for short duration, high amplitude and high frequency atrial lead noise. The atrial lead was then capped and replaced successfully during the device change procedure on dec. 3rd, 2020. It was noted that the patient did not experienced any adverse event or symptoms associated with the atrial lead noise. The patient recovered well after the procedure and was discharged the same day.